Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Three weeks post-op to procedure completed on (B) (6) 2010, films showed the rod beginning to slip out of the right s1 screw head. The rod is still attached but only attached by 1mm. The right s1 screw is loose and the screw has cut and pushed 20mm caudally into the bone. Clinically, the pt is better. The low back pain and left side pain has improved. No complaints of clicking sounds. Reportedly, pt has poor bone quality and will revision surgery and iliac fixation. This is the 2nd of 3 reports submitted on this event.